Manufacturer narrative:
This report is submitted on december 14, 2020.

Event description:
Per the clinic, the patient developed an infection and recurrent inflammation at the abutment site, and was treated with topical and oral antibiotics, and topical steroid creams. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment and close the wound. The implanted device remains.